Manufacturer narrative:
Device discarded by customer. The impella 2.5 pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) male had impella 2.5 pump inserted in the right femoral without any problems. During pump support the patient had renal failure and was put on dialysis solely because of impella. The patient recovered and no mechanical support was needed.